Event description:
It was reported that a 3.0 x 18 mm multi-link 8 (ml8) stent was loaded onto the balance middleweight universal (bmwu) guide wire; however the devices were not inserted into the patient, as the patient was very unstable. After approximately 5 to 10 minutes, when the patient was stabilized, the devices were then going to be inserted into the patient. However on the prep table, when the ml8 was advanced onto the bmwu guide wire, it became stuck and would not advance. The ml8 could not be retracted from the bmwu guide wire without considerable force. There was no patient involvement. There was no clinically significant delay of procedure due to this issue. No additional information was provided.

Manufacturer narrative:
(B)(4).. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The multi-link 8 referenced is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.